Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.